Event description:
The patient had reported in 2004 that their one touch ultra meter would not power on and that they were taken to the hospital due to that issue. Medical affairs specialist called and spoke with the patient's family member in 2004, and they provided additional information. They mentioned that the patient's meter would not power on for about 3 months now. During that time, they were using another meter to check their blood glucose level and had continued to take their set amount of oral medications and insulin family member not aware of dosage and type). About a week and a half ago, they were feeling nervous and sweaty. They tested on their family member's meter with a result of 410 mg/dl. They never attempted to test on the subject meter prior to going to the hospital. The hospital meter result was 470 mg/dl, they were given a shot of insulin and kept there for 3 hours. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting.